Event description:
Alleged event: it was reported that the customer has regularly encountered a hole at the mouth of the connection piece of the collection bag. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events